Event description:
It was reported that the patient experienced a loss of stimulation sensation and therapeutic effect following a fall approximately two weeks ago. The patient was reprogrammed and was feeling stimulation and receiving benefit for approximately 10 days after the session, until she experienced intermittent stimulation, overstimulation, and a return of symptoms. Impedance measurements with electrode #0 were somewhat elevated, and it was noted that the patient had been using c+/0- on her current program. While the circuit was not considered to be truly open, the plan was to reprogram the patient and avoid using electrode #0. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the zero electrode showed >4000 ohms. Troubleshooting was performed. Reprogramming was done (B)(6) 2012. Electrode mapping was done with amplitude of 1.0 and pulse width of 220. Impedances came back with 3 combinations greater than 4000. Amplitude was increased to 2.0 and pulse width to 300. Impedance check was done again and there were still some questionable open circuit areas with the zero lead. Electrode mapping was done and the patient felt stimulus comfortably in the perineal area with 3 being the positive lead and negative on both 4 and 2. Amplitude was at 1.3. No patient injury was reported.

Manufacturer narrative:
Lead model 3889-33, lot # v410356, implanted: (B)(6) 2010, explanted: na; programmer model 3037, serial # (B)(4).